Event description:
Patient originally implanted with a 10cc pump, programmed intrathecal baclofen 500 mcg per cc with dosage of 1700 mcg per day. Approx 1 to 2 months ago md performed a catheter contrast study and the catheter was fine. Md elected to replace 10cc pump with an 18cc pump. Only the pump was replaced, the original catheter remained. During surgery, cerebro spinal fluid was drawn from the catheter several times to ensure there was no trace of baclofen in the cerebro spinal fluid. Cummulatively approx 2-3 mls of cerebro spinal fluid were withdrawn. Hcp did regular priming bolus. In 6/2002 patient was still asleep and had not awakened from surgery. Hcp questioned if patient had experienced a possible overdose. Patient experienced respiratory distress, although was never placed on a ventilator. Md decreased baclofen dosage from 1700 mcg/day to 800 mcg/day. To date patient is improving; breathing easier and conscious. Patient will be monitored through the night and will assess condition 6/2002 and possibly then decrease baclofen to 400 mcg/day if necessary. Md stated this event is not due to device malfunction.